Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B) (6) 2010, inratio: 4.3, lab: 1.86. Pt usually very stable (2.0 - 2.5 range). Pt had a hct of 41% on (B) (6) 2010. Pt is on antibiotics; no kidney/liver/autoimmune disease/no lovenox or heparin.

Manufacturer narrative:
Investigation pending.